Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now im about 6m post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced acne ("essure gave me severe acne / I still have pimples almost all the time but much less and smaller in size") and was found to have weight increased ("gained 13lbs"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the acne was resolving. The reporter considered acne, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: medical device removal, acne. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event "gained 13lbs" was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("now im about 6m post op") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced acne ("essure gave me severe acne / I still have pimples almost all the time but much less and smaller in size"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the acne was resolving. The reporter considered acne and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: medical device removal, acne. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy and vaginal cuff') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced acne ("essure gave me severe acne / I still have pimples almost all the time but much less and smaller in size"), rash ("I still get rash"), vertigo ("I had vertigo at the very beginning of having essure"), otorrhoea ("fluid in ears"), abdominal discomfort ("upset stomach ") and vomiting ("ive also thrown up a few times while having upset stomach") and was found to have weight increased ("gained 13lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and abdominal discomfort outcome was unknown, the acne was resolving, the rash had not resolved and the otorrhoea and vomiting had resolved. The reporter considered abdominal discomfort, acne, medical device removal, otorrhoea, rash, vertigo, vomiting and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: medical device removal, acne. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events vertigo, ear discharge, upset stomach, vomiting were added.previously verbatim term now im about 6m post op is replaced with I had a hysterectomy and vagina cuff. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.